Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap an increase in antibiotic resistance occurred with downstream instrumentation results due to the device being contaminated. The device was decontaminated. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: the complaint on "contamination" was reported on phoenix ap instrument. This was triggered from the high resistance to antibiotics in ast panels from m50. The application team guided the customer on cleaning and disinfecting the instrument thoroughly. After decontamination, the issue was resolved. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/preventative maintenances. Service history review for was completed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap an increase in antibiotic resistance occurred with downstream instrumentation results due to the device being contaminated. The device was decontaminated. No health impact or consequence reported.